Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a company representative. Following the replacement of the pump on (B)(6) 2015 the patient¿s skin wound was not healing (not related to the pump implant). This was determined to be the cause of the patient¿s symptoms of increased spasticity and ¿not doing as well as he had been before.¿ per the representative, on (B)(6) 2015 the patient was seen in office and at that time due to severe withdrawal so it was decided to perform a dye study which eventually led to the catheter revision on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal lioresal 998 mcg/day via an implanted pump. The concentration, lot number and therapy dates were not reported. The pump IFU (indication for use) was listed as intractable spasticity and post spinal cord injury. Relevant medical history was not reported. Other medications the patient was taking were not reported. Since the pump was replaced earlier in the year, the patient's spasticity has been worse. On (B)(6) 2015, the patient experienced increased spasms, itching, redness and "felt hot". The patient visited a hospital ER (emergency room). The patient was given intravenous ativan, oral zanaflex, and baclofen (treatment medications). The patient status was reported as alive - no injury. It was later reported on (B)(6) 2015, a dye study was not performed as the physician could not aspirate the catheter. So, the physician decided to replace the catheter (performed (B)(6) 2015). The cause of the catheter problem was not known. Following replacement, the pump dose was decreased to 500 mcg/day. Additional information has been requested, but was not available as of the date of this report.